Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 16 device related readmission adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6) 2022 - (B)(6) 2023. Patients¿ mean age is 76 years, ranging from 56 - 92 years. 69% of the patients were male, 31% of the patients were female.

Manufacturer narrative:
An event of 16 device related readmission adverse events which are considered serious injury were reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required. D6a - implant date: earliest implant date used.